Manufacturer narrative:
The complaint is not confirmed. Three boxes containing five, four, and three sealed ar-8550ex batch 15065835 were received for investigation. The reported failure device was not received for evaluation. No photos were provided. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The returned devices were visually inspected and noted no issues. Three randomly chosen returned samples were tested with the synergy resection shaver console ar-8305, the ar-8330f shaver handpiece, and water under normal use conditions to see if the issues(s) reported could be reproduced and no metal shavings were observed on the water. The functional test found that the inner tube rotates smoothly inside the outer tube. The reported failure is most likely caused by prying/leveraging the device against bone and/or hard tissue.

Event description:
It was reported that during an arthroscopy surgery metal shavings were produced with the devices. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update, khe, (B)(6) 2023: 12 original packed devices were received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.